Manufacturer narrative:
Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record review: it was confirmed that this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of known inherent risk of device. This code was selected as the most probable complaint cause based on the information available. It was reported that a dissection occurred. Another 3.50 x 20 mm promus elite des was deployed proximally, overlapping it to cover the dissection, and the procedure was successfully completed. The patient remained stable and fully recovered post-procedure. The device was implanted and it is not returning for testing and analysis. The allegation is not confirmable via returned device lab analysis. Dissection is listed within the instructions for use (IFU) as a potential risk associated with the procedure and use of the promus device. The reduced blood flow is a consequence of the reported dissection and requirement for additional devices were due to procedural factors.

Event description:
It was reported that a dissection occurred. The patient underwent percutaneous transluminal coronary angioplasty (ptca). The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. A 38 x 2.50 mm promus elite drug-eluting stent (des) was advanced and deployed. Following deployment, a flow-limiting proximal stent edge dissection was observed. The physician felt that post dilation with a non-boston scientific balloon contributed to the dissection. Another 3.50 x 20 mm promus elite des was deployed proximally, overlapping it to cover the dissection, and the procedure was successfully completed. The patient remained stable and fully recovered post-procedure.

Event description:
It was reported that a dissection occurred. The patient underwent percutaneous transluminal coronary angioplasty (ptca). The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. A 38 x 2.50 mm promus elite drug-eluting stent (des) was advanced and deployed. Following deployment, a flow-limiting proximal stent edge dissection was observed. The physician felt that post dilation with a non-boston scientific balloon contributed to the dissection. Another 3.50 x 20 mm promus elite des was deployed proximally, overlapping it to cover the dissection, and the procedure was successfully completed. The patient remained stable and fully recovered post-procedure.